Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Un-reporting. Healthcare professional later confirmed for a non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6, b7, d6b, g2, h6.

Event description:
Patient reported rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. Later, healthcare professional confirmed rupture. This record is for left side. Device has been explanted and replaced. The device was discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and exchange from textured to smooth breast implant due to the patient¿s concern with the product. This record is for left side. The device was explanted and replaced.